Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had keypad anomaly. Customer's blood glucose value was 12.1 mmol/l. Customer stated that up, down button and the round ok button was respond badly and only after pressing the button several times they get respond. Customer was not pressing buttons impatiently. Customer stated that this makes the insulin pump hard to use because the they always had to press the button multiple times until the buttons works. Customer stated that insulin pump was not dropped or exposed to moisture. Customer stated that block mode was off. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. No stuck button alarm during testing. All buttons functioning properly no damage on the keypad assembly. (B)(4)